Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Customer reportedly received the following results on unknown accu-chek meter within 10 minutes: 350 mg/dl and 65 mg/dl in the 1990's. Customer reportedly received readings just before she became unresponsive; was treated by husband with orange juice. Alleged products have been discarded; no product will be returned.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.